Manufacturer narrative:
Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. Insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the customer was having low blood glucose. Customer's blood glucose was unknown. Customer's blood glucose at time of call was 433 mg/dl. Device passed the displacement test. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.